Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. A total of 15 non-sustained tachycardia episodes with v-v interval <(><<)> 200 ms occurred from 01nov2015 to 02nov2015. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The rv pace impedance was steady at approximately 410 ohms through 31oct2015, spiked out of range on 01nov2015, and returned to previous levels. (B)(4).

Event description:
It was reported that right ventricular lead had a possible fracture on the pace/sense port of the right ventricular lead as oversensing of noise was noted on the right ventricular lead. The lead was reprogrammed until the pace/sense portion of the was capped and replaced. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.